Event description:
Boston scientific received information that this left ventricular lead had fractured. The physician was able to visualize this via x-ray. In addition, impedances greater than 2000 ohms were also reported on this lead. No adverse patient effects were reported.

Manufacturer narrative:
As a result, the lead was surgically abadoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.